Event description:
The product involved in the reported complaint is a chemoclave¿ vented bag spike. This emdr reflects six occurrences of the same failure with the same product. The incidents occurred from september 2024 to september 2025. It was reported that each time, the silicon septum is depressed on the clave by the introduction of a male luer and the septum does not return when the male luer is removed. This blocks off the clave valve causing pump occlusion and sometimes leakage of unspecified chemotherapy elsewhere through build up of pressure. The issue occurred during patient infusion. The length of device was in use was 0-3 hours. Various medications were used. There was no serious injury, no blood loss was reported and no unprotected chemo exposure. The incidence of this seems to have increased noticeably in the last 12 months since the introduction of the spiros. There was no delay in critical therapy and no adverse event was reported.

Manufacturer narrative:
The reported complaint of a leak could be confirmed from the photos provided. A stick down was observed on the clave which could lead to a leak. However, without the return of the sample a comprehensive review cannot be performed and a probable cause is unknown. The lot history for the possible lot number (14192607) was reviewed, no nonconformities were identified that may have contributed to the reported complaint.